Event description:
It was reported that the insulin pump had condensation inside the screen and stuck buttons. The blood glucose reading was unknown. The customer stated that the device needed frequent battery changes and that she had to restart the rewind to complete the process. She noted that the up button got stuck and was erratic. She also observed unexplained no delivery alarms. The customer declined further assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.